Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced an infusion set leakage event on (B)(6) 2024 at quick release. The insertion site was at leg. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Manufacturer narrative:
Per revision 21 of procedure 3709030, a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2420397 the batch 6007593, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007593 was manufactured according to the work instruction (wi) version 79 and packaged in the machine multivac 08 on 15-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4e05950 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 14-jun-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4e05949 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 14-jun-2024, with a total of (B)(4) units. The sub-assembly, tube gluing set of the lot 4f00467 was manufactured according to the (wi) version 42 and manufactured in the machine 04-05-08, on 13-jun-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.